Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Report states that a cadd solis pump was set up for pca. The infusion was initiated, after the expected conclusion the nurse checked the 100 ml medication cassette reservoir and the bag was still full. No injury was reported.